Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15466. The pt underwent a procedure for a trial scs system and two trial leads were implanted. Postoperatively, the pt was moved from the prone to the supine position and began to experience painful tingling of her left inner thigh to her knee. X-rays were taken and indicated one lead had migrated. The physician removed the trial leads and one lead was found to be wrapped around lateral at the entry site. An MRI was to be ordered. The patient was admitted to the hospital for observation and was discharged after 3 days. Patient continues to experience pain in her left leg, but it is improving. The pt is to undergo physical therapy as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.